Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that ns was leaking from a taxol infusion at the texium connection with the primary fluid IV bag during the beginning of the infusion. The connection was tightened several times, and the infusion was given without further leaks noted. There was no report of patient harm or medical intervention.

Manufacturer narrative:
Concomitant product: bbraun 250ml IV bag of 0.9% nacl injection usp, lot j5j076, exp 07/17, therapy date (B)(6) 2015. The customer¿s report of fluid leakage at the texium connection was not confirmed. The suspect set was not received for investigation. Visual inspection of the received concomitant primary set showed no damage or any anomalies. Functional and pressure testing was performed and no leaks were observed. The root cause was not identified.

Manufacturer narrative:
Correction, initial reporter address.